Event description:
The customer reported that the insulin pump had been setting off metal detector alarms in stores. Her blood glucose was 50 mg/dl, but declined troubleshooting for the low blood glucose, as she had been active and had not yet eaten. It was explained to the customer that the issue she was reporting was an anomalous occurrence. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).